Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) clinical trial. Same case as MDR ID: 2134265-2014-02168. It was reported that the patient experienced angina and in-stent restenosis occurred. In (B)(6) 2011, the patient presented with unstable angina (braunwald classification: iiib) and was referred for cardiac catheterization which revealed the 90% stenosed 35mmx2.8mm de novo lesion that was located in the proximal left anterior descending (lad) extending to the distal lad. The lesion was treated with pre-dilatation and placement of a 2.50 mm x 12 mm, a 2.75 mm x 12 mm taxus element stents and a 2.75 mm x 18 mm non-bsc non-study stent in an overlapping manner. Following post-dilatation, the residual stenosis was 10%. Also, the non-target lesion in the distal right coronary artery (rca) extending to the proximal rca was treated with placement of 2.75 mm x 33 mm, 3.00 mm x 23 mm, 3.00 mm x 12 mm non-bsc non-study drug eluting stents in an overlapping manner. A day after procedure, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2012, the patient was diagnosed with stable angina and was hospitalized on the same day. On an unspecified date of the same month, 90% focal in-stent restenosis of the previously placed study stents located in the mid lad extending to distal lad was treated with placement of drug eluting stent with 0% residual stenosis. Subsequently, the event was considered resolved without residual effects and the patient was discharged.